Event description:
The customer reported that the system shut itself off during x-ray exposure. Also, the system failed to bootup.

Manufacturer narrative:
(B) (4). The ge service rep replaced the tech processor and power supply. The system operates as intended.